Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received, three of the four anchor sutures placed broke just after placement

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for aa6109r05 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned.

Event description:
It was reported that the anchors provided in the kit broke during use. No further information has been provided at this time.